Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter displayed inaccurate high control solution results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2017. The patient reported that he obtained alleged inaccurate high control solution results of 148mg/dl on the subject meter. The patient reported that he takes metformin onglyza and ¿deliameperid¿ to manage his diabetes. He stated that he participated in exercise in response to the alleged product issue. The patient reported that on an unknown time after the alleged issue began, he developed symptoms of weakness, tired and thirsty. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct control solution was being used and the alleged result fell outside acceptable range. The test strips were not expired and had been stored correctly. The test strip vial was neither cracked nor broken. However, the incorrect testing steps were used. The patient was placing the control solution on his finger prior to testing it. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.